Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in dialysate compartment during the onset of the pt treatment. The reported incident occurred after the dialyzer was reused 1 time. Hcp reports no pt injury or need for medical intervention.